Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders, it was reported that the patient went into the emergency department complaining of left side pain and face drooping. The patient¿s healthcare provider reached out to the manufacturing representative to discuss a possible mrito rule out a stroke. The hcp stated that they turned off the ins on the right side to see if symptoms would resolve. It was stated that the patient seemed better and was leaving the emergency department. The patient was instructed to go to their neurologist. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The nurse turned down stimulation to address the stimulation related side effects. The nurse expects to lower stimulation to address side effects. The patient will be reprogrammed again in 4-6 weeks.